Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer was assisted with carelink and his uploads. The customer stated that he had a low reading of 50 mg/dl and a high reading of 400 mg/dl. The customer stated that he did not give himself more insulin because of the snacks he ate. The customer stated that he had a backup plan of syringes. The customer will call back regarding continuous glucose monitor.